Manufacturer narrative:
The field service engineer (fse) identified an issue with the sipper probe and replaced it. The fse performed reagent primes and ise checks passed with no alarms. Calibration passed. Qc was acceptable. An abnormal probe sucking alarm was observed on the alarm trace data suggesting possible poor sample quality. The customer has had no further issues since the service visit. The investigation determined the issue identified by the fse was the cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect k for gen. 2 on a cobas 6000 c (501) module. The initial k result was 6.88 mmol/l with a data flag. This result was reported outside of the laboratory. The repeat on a different c501 module was 4.2 mmol/l. This result was believed to be correct and an amended result was reported outside of the laboratory. The k electrode lot number was r3896 with an expiration date of 17-oct-2021.